Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported difficulties were confirmed. A review of the lot history record revealed no manufacturing nonconformities for the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. A 6f guiding catheter was placed along with two unspecified guide wires and an unspecified balloon catheter. An attempt was being made to perform kissing balloon technique with a 3.0 x 08 mm trek rx balloon catheter. The catheter was being advanced when the proximal shaft buckled and separated. The separation occurred outside the anatomy so the device was easily removed. The procedure was completed with the other devices that were already in the anatomy. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.